Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the picture provided in response to this report because the product said to be involved was not provided to cook for evaluation. Per the photo provided we cannot complete a full evaluation. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements and photo describing the event. The photo provided shows the inside of the box, and the trigger cord with barrel/bands can be seen. The loading catheter can also be seen and one blue hook has detached. The label cannot be seen in the photo. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the photo confirmed the report, however, we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. If the knot and the hook are placed closer than 2 cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. The instructions for use state: ¿attach trigger cord to hook on end of loading catheter, leaving approximately 2 cm of trigger cord between knot and hook. Withdraw loading catheter and trigger cord up through endoscope and out through handle." If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. The blue hook can detach if it gets caught in the accessory channel of the endoscope. The instructions for use advise the user: "it is vital that the integrity of the working channel is intact." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. All loading catheters that are included in the multi-band ligators are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
In preparation for a gastroscopy in the esophagus, the physician selected a cook 6 shooter saeed multi-band ligator. It was reported that when the nurse pulled back the white cannula, she found the hook was separated so she changed to another box. This occurred prior to patient contact so there was no patient impact.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear plastic bag with an open box from the lot number provided in the report. The label matches the product returned. The irrigation adapter, handle, and one detached blue hook did not return. The photo provided shows the inside of the box, and the trigger cord with barrel/bands can be seen. The loading catheter can also be seen and one blue hook has detached. The label cannot be seen in the photo. Our laboratory evaluation of the product said to be involved confirmed the report. The loading catheter had one hook completely detached that was not returned and one hook still remaining on it. A dimensional inspection was performed on the loading catheter. The inner diameter was measured and was within the specification. A destructive tensile test was also performed on the loading catheter side where the second blue hook remained attached. The blue hook detached from the catheter at a force which satisfies the minimum requirement. A product specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The subassembly history record for the loading catheter said to be involved was reviewed. The quality control tensile test performed on a sample of the manufactured units met the acceptance criteria. A discrepancy or anomaly was not observed with the product that was released for distribution. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a visual examination of the returned product identified the blue hook was completely detached from one end of the loading catheter and did not return. A tensile test of the remaining hook confirmed the joint was within specification. A definitive cause for this observation could not be determined because the set up conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. If the knot and the hook are placed closer than 2 cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. The instructions for use state: ¿attach trigger cord to hook on end of loading catheter, leaving approximately 2 cm of trigger cord between knot and hook. Withdraw loading catheter and trigger cord up through endoscope and out through handle." If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. The blue hook can detach if it gets caught in the accessory channel of the endoscope. The instructions for use advise the user: "it is vital that the integrity of the working channel is intact." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. All loading catheters that are included in the multi-band ligators are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
In preparation for a gastroscopy in the esophagus, the physician selected a cook 6 shooter saeed multi-band ligator. It was reported that when the nurse pulled back the white cannula, she found the hook was separated so she changed to another box. This occurred prior to patient contact so there was no patient impact.